Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd and a recurrent hiatal hernia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2015. Device explant due to ongoing gerd occurred on 04/10/2018. A full hiatal dissection and hernia repair was performed. A replacement linx device was implanted at the time (model: lxmc16, lot: 19169). It was noted that the linx device was found "above the hiatus" with a recurrent paraesophageal hernia.